Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the indicators of the front panel of the subject device was continuously blinking. The subject device was functioned in good condition without any problems. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the malfunction of the endoscope detection function of the electrical circuit by accumulation of dust inside the subject device due to the use in the dusty environment. If additional information becomes available, this report will be supplemented.